Event description:
The customer was hospitalized for high bgs two days ago. The customer indicated that the pump was giving an empty reservoir message. The customer tried to clear the alarm, however the pump did not respond. The customer pressed the escape button to clear the alarm but the alarm could not be clear. The customer also informed that the nurse at the hosp took the pump and when it was returned it had water on the inside. The customer said that the water was gone from the inside, but there is condensation in the pump. The customer removed the batteries, and the pump had a blank display. The batteries were re-inserted and the customer received a version display and constant tone. The customer was on a back up plan insulin drip at the time of the call.